Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the suction pressure was too high. Event details are unknown.

Manufacturer narrative:
The company service representative examined the system but was unable to replicate any issue related to the reported event. The system was then tested and met all product specifications. The system was manufactured on september 12, 2011. Based on quality assurance assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).